Manufacturer narrative:
(B)(4). The customer returned one mac sheath and one guide wire, alongside the product lidstock, for evaluation. The dilator was not returned. Visual inspection of the guide wire revealed two gradual bends near the proximal end. Microscopic inspection confirmed the damage. Both welds were present and observed to be full and spherical. Visual inspection of the dilator could not be performed as it was not returned for analysis. The bends in the guide wire measured 430mm and 450mm from the distal end. The guide wire total length measured 456mm which is within the specifications per product drawing. The guide wire outer diameter (od) measured 0.84mm which is within the specifications per product drawing. Dimensional inspection of the dilator could not be performed as it was not returned for analysis. Functional inspection of the guide wire as performed per the instructions-for-use (IFU) provided with the kit which states, "thread tapered tip of dilator/access device assembly over spring-wire guide. Grasping near skin, advance assembly with slight twis ting motion to a depth sufficient to enter vessel." The guide wire was threaded through a lab inventory dilator with no resistance. Functional inspection of the dilator could not be performed as it was not returned for analysis. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed several bends in the guide wire. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review based on sales history was performed with no relevant findings. The dilator was not returned, and thus the report of guide wire/dilator resistance could not be confirmed. Based on these circumstances, and without the dilator returned for analysis, the probable root cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "we received an arrowg+ard blue mac two-lumen central venous access (catheter) where the wire would not thread through the cannula". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".